Event description:
It was reported that the patient was presented to the hospital for nausea and presyncope. The right atrial lead exhibited loss of capture. A chest x-ray would be scheduled. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.